Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had increased pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the rv lead pacing impedance was out of range high with rv pace lead impedance rises to 1072 ohms on (B)(6) 2012 and 1168 ohms on (B)(6) 2012. There were alerts for the lead impedance being out of range with rv pace lead impedance alerts observed on (B)(6) 2012. Also, the device battery voltage was pre/approaching elective replacement indicator, was at 2.64 volts on (B)(6) 2012.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.